Manufacturer narrative:
(B)(4). Date of event: exact day of the month unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Diverticulitis. Did the patient receive any preoperative chemotherapy or radiation? Unknown. What surgical procedure was performed? Sigmoid colon. Were there any issues experienced with the device at all in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Dr , minimal, 1-2 firings before. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green check. Was the green checkmark visible at the end of the firing? Yes. How may counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. What specific type of leak test was performed? Unknown. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? 3. How was the leak identified? Pain, xray. Can you please provide further information on what was meant by, ¿no anastomosis present¿? What was observed at the site of the leak upon reoperation? The bowel anastomosis was non-existent. Were any staples visible? If so, please describe the shape and location. Yes, lower bowel, b form. Was any tissue ischemia identified in the second surgery? No. How was the leak addressed? Re-operate, colostomy. What is the current status of the patient? Still in the hospital as of (B)(6) 2019, expected to survive.

Event description:
It was reported by the sales rep that post-op to a sigmoid colon resection procedure, the patient presented back to the surgeon a few days later. The surgeon had said the initial procedure went well with good doughnuts, anastomosis, and a negative leak test. Upon re-presenting, another procedure revealed what the surgeon stated as no anastomosis present. Additional information was provided that the surgeon had performed a colon case; he described good transfusion, said the stapler worked fine, good donuts, leak tested fine, and patient had a bowel movement the next day. Three days postoperative the patient was experiencing pain and when the surgeon reoperated he reported that the left colon was wide open, almost as if he not done an anastomosis at all. He did not indicate it was a stapler issue but was asking about other reports. The surgeon reported that there had been some patient issues; the colon was stuck to the abdominal wall and he had created the purse string higher than typical. Furthermore, the purse-string suture broke during the firing and the surgeon thought something looked wrong; he did not like the way the anastomosis looked. The donuts were thin but complete. The anastomosis passed the leak test but the surgeon decided to oversew the anastomosis as he did not like the way it looked. The next day the patient passed gas and had a bowel movement without issue. Three days postoperative, the patient was reoperated and two liters of stool were removed from the patient¿s abdomen. It was unknown exactly what was done in the reoperation but the patient was reportedly in the ICU near death. Later, according to the surgeon, the patient was doing better and ¿will live.¿ the surgeon did see formed staples in tissue that had to removed along with the oversewing he had done. All the staples were believed to be on one side; the left side was wide open. To the best of his knowledge the staples were on the distal portion, on the opposite side of the purse string.